Event description:
Reporter indicated that the patient had her vns lead and generator replaced due to high impedance being found during an office visit. This was not reported to the manufacturer until after the surgery had occurred. Upon receiving the vns diagnostics history, it was found that high impedance first observed on (B)(6) 2010. The explanted vns lead and generator were discarded after surgery. Further attempts for information are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.